Manufacturer narrative:
Examination confirmed that the device had been correctly fabricated and met all specifications. There was a small hole in the blood sac next to the de-airing port. Info from the user suggested that the blood sac had been punctured when the chamber was de-aired prior to implant. Using a 25 gauge needle, which reportedly had been used, investigators were able, with difficulty, to bend the needle sufficiently to traverse the sharply-angled path to the blood sac, duplicating the user's description. However, they were not able to do so with a larger 22 gauge needle, the size called for in the directions for use. Moreover, the directions for use state that there is normally no need to de-air the case chamber. The MFR concludes that the incident would not have occurred if the user had followed the directions for use. The MFR has received no similar reports.

Event description:
After seven days of support with a thoratec left ventricular assist device (lvad), thrombus was noted to have formed within the pump. The pt was returned to the operating room, the vad was replaced, and the pt was returned to ICU without incident. In a letter dated 2/17/98, the complainant stated that it appeared that a small gauge de-airing needle may have traversed the angled curve of the de-airing port and punctured the blood sac at the time of implant. The complainant further stated that this was a unique occurrence following over 30 implants without such a problem.